Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a capacitor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month and a half prior to contacting lfs. The patient manages his diabetes with oral medication (type/ amount not specified). It is not known if the patient made changes to his diabetes management routine; however, 3 days after the alleged issue begun, stated he took more food and/ or drink. A couple weeks after, the patient claims he felt symptoms of "fuzzy eyesight, headache and dizziness." The patient denied receiving treatment. At the time of troubleshooting, the cca noted it was not the first time the meter was being used for testing. There is no indication of misuse and the cca confirmed the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Meter serial number and test strip lot number were not provided.